Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2022, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. D10: (B)(6) 02-012-65-3011 - tru cc tib insert size 3, 11mm. (B)(6) 02-012-64-1612 - tru fluted stm ext 16mm x120mm blast. (B)(6) 02-010-66-1001 - metaphyseal femoral cone, small, h32mm. (B)(6) 02-010-06-0230 - tru cc femoral size 3 left. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 02-012-65-3011 - tru cc tib insert size 3, 11mm. (B)(6) 02-010-66-2001 - metaphyseal femoral cone, medium, h32mm. (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 02-012-64-1612 - tru fluted stm ext 16mm x120mm blast. (B)(6) 02-010-06-0330 - tru cc femoral size 3 right. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided, but may have been due to prosthesis wear. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.